Event description:
Health professional reported an alleged "port flip" with a lap-band device. Health professional reported that the "pt presented for [a] fill and [the doctor] suspected a port flip because [the doctor] was unable to access the port." An upper gastrointestinal (ugi) was conducted that confirmed the event. The port was removed and replaced. F/u findings: health professional reported that sutures were used to place the port.

Manufacturer narrative:
Allergan has rec'd the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weigh loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments."